Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 03:50:34. During night drain cycle one, the patient's ultrafiltration reading was 258ml, indicating the home patient drained 258ml more than their maximum programmed fill volume of 250ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. A device history review revealed no issues that could have caused or contributed to the event. This homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The cause of the iipv event was determined to be a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a supplemental report will be submitted.